Event description:
It was reported via clinic notes that a vns patient was having breakthrough seizures and their generator was at end of battery life. On (B)(6) 2012 the patient was seen in the neurology and per the patient's mother, their child seems to have multiple breakthrough seizures review of 14-system evaluation is unremarkable except for breakthrough seizures. Unknown if a change in seizure type or duration. Followup with the patient's treating physician it was reported that the event was related to the battery being at end of life. The patient had their battery replaced. It was returned for analysis. The end of battery life was not confirmed. The elective replacement indicator flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to a "partially depleted battery" condition. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The current automated final test shows that the device met electrical specification requirements for output back-up capacitors at the time of manufacture. With the exception of the eri parameter (eri flag was set to "yes" due to a low battery condition) and the output back-up capacitor requirement (backup caps out of specification, no performance issue/acceptance range changed from time of manufacture), the device performed according to functional specifications of the current automated final test. Therefore, the electrical performance of the generator, as measured in the lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator.